Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted and involved in this event; gore tag thoracic endoprosthesis (tg4020/04206106).

Event description:
In 2006, this patient was treated with two gore tag thoracic endoprosthesis. Prior to the implant, three months earlier, the physician placed a graft to bypass the right subclavian artery to the right carotid artery. Three months later, a type ii endoleak from the right subclavian was apparent on the final angiogram after implant. The next month, the physician performed an open repair of the anastomotic pseudoaneurysm at the left subclavian to the left common carotid bypass graft. Also on the same day, the left femoral access site that had developed a pseudoaneurysm had thrombin injected under ultrasound guidance. Two months later, the physician performed a coil embolization of the type ii endoleak. Also, open repair of the persistant left femoral pseudoaneurysm was performed at the same time as the coil embolization of the type ii endoleak. Othe next month, an angiogram of the chest taken, showed a small type ii endoleak. In 2007, a type ii endoleak was apparent with branch flow from the intercoastal artery. At the 12 month follow-up (date unknown), there was no endoleak.